Manufacturer narrative:
Result: fowler; bed extender cable. The hospital had two damaged cables in storage and asked the tech to replace them while he was there. It could not be confirmed if these cables were used on other serial numbers. If further info becomes available, a f/u will be filed.

Event description:
It was reported by service report that the fowler is bent and could not be laid flat. It was further reported the service tech was asked to replace two damaged bed extender cables. It is unk if there was pt involvement or if there are adverse consequences to report.